Event description:
The manufacturer received a voluntary medwatch (mw5163459) with information that the dreamstation CPAP device allegedly caused teeth pain, and burning sensation throughout the face and nose, and their face turned red. Medical intervention of 17 teeth pulled. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.